Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jan-16, information was received from a manufacturer representative (rep), regarding a patient receiving morphine (10 mg/ml, 1.299 mg) and bupivacaine (5 mg/ml, 0.6497) via an implantable pump. It was reported a pump procedure (see related event), while using a 8784 to tunnel a new pump segment to new pocket, the collet or "mushroom part that claps the catheter" fell / broke off when the healthcare professional (hcp) was threading the catheter into the collet. The rep reported there was no "rough play" as they were "watching the whole time". A new 8784 was opened to get a new collet. The reported actions / interventions that took place to resolve the event were "had to utilize 2 different 8784 in order to connect new pump segment to already placed spinal segment. The catheter was attached and the pump segment was attached to the pump with easy aspiration of cerebrospinal fluid (csf). The pocket was closed with everything running as it should. The issue was resolved at the time of this report.